Manufacturer narrative:
The reported events of inadequate capture and stylet could not reach the lead tip were not confirmed. As received, a complete lead was returned in one piece without the stylet used during the procedure. The test stylet was inserted all the way through the distal tip and removed without any restrictions. Electrical, visual and x-ray examination did not find any anomalies.

Event description:
It was reported during implantation that the atrial lead exhibited high capture thresholds and the stylet failed to advance. The lead was replaced and the operation was successfully completed. The patient was asymptomatic and stable.